Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the keypad in the instrument was not working. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative please note that the investigation was performed only on the components ( etco2front case kit), as these were the only samples provided by the customer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the keypad in the instrument was not working. There was no patient involvement.